Event description:
The physician reported to target that the coil was incorrectly formed and that no more coil shape existed on the distal tip. However, during co's evaluation of the complaint, a fracture was discovered. There was no consequence to the pt during the procedure.